Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging lung disease, cancer. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an pil observed an unknown contaminate on the top enclosure. Potential hair-like particles were observed on the right panel and top enclosure. Pil observed corrosion to the components cr-12 through cr-17. Corrosion was also observed to the opposing side of the pca and below on the blower cap. A potential dried liquid spot with dust-like contamination from the bottom side of the pca was observed on the blower cap. Pil observed dust-like contamination on the top enclosure, right side panel, in the air inlet, on the pca, on and under the blower cap, on and in the blower motor, around the interior of the blower housing, on the sound abatement foam and walls of the bottom enclosure. Potential degraded sound abatement foam was observed inside the blower motor, in the base of the blower housing, on the bottom of and in the bottom enclosure. Pil observed unknown contamination on the flip lid assembly. Unknown blemishes (possible fingerprints) were observed on the right panel. Pil observed a blackish contamination (potential degraded sound abatement foam) inside the water tank. A whitish contamination consistent with mineral deposits was observed around the base of the water tank. An unknown brownish contaminant was observed on the flip lid seal. Potential hair-like particles were observed on the interior side of the flip lid assembly, in the bottom enclosure and on the dry box. Potential dried liquid spots were observed in the bottom enclosure and lower base. Dust-like contamination was observed in the air outlet port, on the flip lid assembly, left panel, in the bottom enclosure, on the dry box and in the lower base. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 36 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The patient has alleged lung disease, cancer. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.